Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-03574. It was reported that during a stenting treatment procedure, the patient experienced hypotension. The 80% stenosed and 20mm long target lesion was located in the ostium of the right internal carotid artery with a reference vessel diameter of 5.0mm. The target lesion was treated with an unknown size filterwire ez embolic protection system and deployment of a 10x24,5.9f,135cm monorail carotid wallstent and post dilation resulting in 5% residual stenosis. It was reported that during the index procedure, the patient developed hypotension. It was treated with medication and considered resolved without residual effects one day later and the patient was discharged. It is the opinion of the physician that the event of hypotension is unrelated to the filterwire ez and that there is probable relationship between the event of hypotension and the carotid wallstent.